Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by pain and swelling. The patient reported they were unsure what caused the event; however, they ¿suspected they had peritonitis due to the minicaps¿. The patient further reported they perform dialysis in "dark/dusk" and could not visually see any abnormalities on the minicaps. The patient was hospitalized and treated with vancomycin and an unspecified antibiotic for the event. At the time of this report, the patient outcome and action taken with pd therapy were not reported. No additional information is available.

Manufacturer narrative:
B3: the peritonitis occurred on an unspecified date in (B)(6) 2023. The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.